Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has back pain. Caller said patient was going to have a lumbar scan, and that the lumbar scan was related to the ins or therapy. On 2022-jan-25 additional information received from patient. They reported the lumbar scan was for back pain however it could not be performed due to the device. A contrast scan was accomplished, and surgery performed. Then on 2022-feb-22 more information was received from healthcare professional (hcp). They reported that they last seen patient on (B)(6) 2019.